Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support due to having coronary ischemia, pulmonary hypertension and valvular disease. While on support, the patient coded, and cardiopulmonary resuscitation was performed. There was subsequent bleeding from the axillary access site. The patient had to have vascular surgery and more than ten units of blood products were provided. The patient had irreversible loss of all functions of the brain after the event. Care was withdrawn and the patient expired. The relationship between the cause of the death and the impella is unknown.

Manufacturer narrative:
Impact code death was inadvertently left off the previously submitted manufacture device report.

Manufacturer narrative:
The investigation for the reported vessel damage has been completed. The pump was not returned for investigation. Bleeding was reported from the graft anastomosis after CPR and defibrillation were administered. The patient was sent to the or for vascular repair. The cause of the vascular damage issue was most likely use related, based on given clinical details. The instructions for use referenced in the initial report is from IFU for impella 5.5 with smart assist for use during cardiogenic shock sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes "cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.